Manufacturer narrative:
Gehc recommended replacement of the caster. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit has a broken caster. There was no report of patient involvement.